Event description:
Right knee swelled [joint swelling]. Drained fluid from right knee (knee effusion) [joint effusion]. Case description: a spontaneous report was received on 29-may-2009 from a (B)(6) male pt with a history of osteoarthritis of the knees, (B)(6), who reported that his right knee swelled up and fluid had to be drained from his right knee after starting synvisc-one. On (B)(6)-2009, the pt received injections of synvisc-one into both his knees. The pt reported that his right knee swelled up and fluid had to be drained from his right knee. On 23-nov-2009, additional info was received from the pt's hcp. The hcp reported that the pt had a previous history of effusion, joint narrowing and osteophytes. The pt also received viscosupplementation previously, namely synvisc. The hcp confirmed that the pt received synvisc-one injections on (B)(6)-2009. On (B)(6)-2009, the pt's right knee swelled-up with fluid. The fluid was drained on (B)(6)-2009, 140ml fluid was aspirated. The pt received a nonspecific steroid injection in his right knee after the fluid was aspirated from his knee. Culture test of the synovial fluid was negative for organisms. Moderate white blood cells (8150, units not provided) were seen, and no crystals were seen. The hcp stated that he was not sure if the adverse events, swelling of the right knee and draining fluid from the right knee (knee effusion) were related to the synvisc-one injection since the pt has had effusion prior to receiving the injection. Also, according to the hcp, the pt has recovered from these adverse events. The pt has now switched to orthovisc and received his orthovisc injections on (B)(6)-2009. For additional info regarding cases for this pt, (B)(4). MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.